Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2020-32455. It was reported the patient's leads migrated as a result of the patient experiencing a fall. X-rays confirmed the migration. As a result, the patient may undergo surgical intervention on a later date.

Event description:
Device 1 of 2 reference MFR. Report#: 3006705815-2020-32455. Additional information obtained via follow-up revealed the patient underwent surgical intervention. During the procedure, the physician decided to explant and replaced the patient's right side lead located at t7. Adequate therapy was restored postoperatively. Note: both of the patient's leads are being reported as explanted because it's unknown which lead was replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.